Manufacturer narrative:
Resolution has been requested from the field. Should additional information become available this event will be updated.

Manufacturer narrative:
The lead was capped and a new lead was successfully implanted.

Manufacturer narrative:
It was reported that the patient was scheduled for a lead revision and the device was programmed to monitor only.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected out of range pacing impedances on this defibrillation lead. It was later reported that this lead had intermittent capture and there was suspicion of a lead fracture. The lead was to be revised. Programming options were discussed as this was a device dependant patient. No adverse patient effects were reported.